Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with 1.5 grams of vancomycin intraperitoneally (ip) once a day for two weeks, as well as 1 gram of fortaz ip every 48 hours for two weeks. One week after being admitted, the patient was discharged from the hospital. On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient was receiving hemodialysis until recovered from the peritonitis. At the time of this report, the peritonitis was recovering from the event. The reporter did not know if the patient was retrained on proper aseptic technique since the patient is currently on hd. No additional information is available.